Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient with ons (occipital nerve stimulation) since 2010 and this ins for 3 months claims to sometimes have a tingling sensation at the ins pocket but only when stimulation is on; ons side effects at ins pocket. The ons stimulation itself is still the same and satisfactory. Recharge interval was also unchanged. The patient was referred to the hospital to get an impedance check and discuss further troubleshooting with a manufacturer representative (rep) and healthcare provider (hcp). Corrective maintenance and repair was needed. The customer communicated written or oral dissatisfaction with the product.

Manufacturer narrative:
B3: event date is not known. G2: the country of the event is de. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.